Event description:
During routine placement of right jugular introducer, distal sheath of catheter (from base of hub to tip) separated from hub/IV port and floated through right internal jugular vein to right atrium of heart. Patient was undergoing coronary artery bypass surgery and while on full cardiopulmonary bypass, broken piece measuring 11.2 cm long was removed via atriotomy. No complications were noted.